Manufacturer narrative:
A partial lead with the connector pin measuring 14.1cm was returned for analysis. External insulation abrasion was noted at 12.9-13.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that during a device upgrade, insulation abrasion was observed. The lead was capped and replaced. Patient condition was unaffected and stable after the event.